Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-9236-03pp, batch 1027262101 trials were received for investigation. Visual inspection identified that both central posts had broken from the ar-9236-03pp trial assemblies, with each post returned. Additionally, chipping was noted across the remainder of the trial bodies. The cause remains undetermined, although a probable cause can be attributed to damage incurred during the removal process.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder prosthetics surgery the peg of the device broke inside the patient. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.